Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, elevated impedance, and a suspected fracture on the outer conductor causing pectoral stimulation. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).